Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing causing false atrial arrhythmia resulting in atrial therapies that accelerated the ventricular rate. The ra lead was reprogrammed and atrial therapies were disabled. The ra lead remains in use. No further patient complications have been reported as a result of this event.